Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.